Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the scope communication error b30 occurred and the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical contacts of the video connector and the failure of the ccd unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However omsc surmised that this phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the system. If additional information is received, this report will be supplemented.